Manufacturer narrative:
Health impact grid updated to no patient involvement. Investigation pending.

Event description:
It has been reported to philips that the ac inlet where the power cord is inserted to provide an ac power broker. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.